Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09330. It was reported that the patient presented via remote transmission. Review of transcripts revealed that the atrial lead and right ventricular lead were oversensing noise. During a routine device exchange, the right ventricular lead was capped and replaced. The atrial lead was connected to the new device. Patient was stable post procedure.